Event description:
After surgery, a glidescope blade component was found lodged in the back of the patient's throat, although the provider had confirmed that the blade appeared intact and was properly seated on the mcgrath, with no visible damage or misalignment. A piece of the clear plastic blade broke off and was left in the throat but was able to be removed once known.